Manufacturer narrative:
There is no reasonable evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A DHR review was completed for the lot in question and all the devices fulfilled all requirements prior to release.

Event description:
A case of cardiac tamponade requiring intervention was reported during a cardiac procedure where the baylis nrg transseptal needle was used for the initial transseptal puncture. During the transseptal workflow. Tenting of the septum was confirmed and rf energy was applied through the nrg transseptal needle for the transeptal puncture. As transseptal puncture was not confirmed, rf was applied again. The physician removed the nrg transseptal needle and advanced a guidewire through the transseptal sheath to confirm transseptal puncture. The procedure continued and an intracardiac echocardiography catheter was inserted. The heart was noted to function abnormally on x-ray and pericardial effusion leading to tamponade was noted. Pericardiocentesis was performed and the cardiac procedure was able to continue. There is no reasonable evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.